Event description:
Boston scientific received information that this implantable defibrillation lead was exhibiting a low pacing impedance measurement less than 200 ohms as well as a low shock impedance less than 20 ohms. The physician reported the low out of range measurements occurred during an elective patient procedure and there were no implantable defibrillation lead issues. All measurements were currently withinin acceptablie limits and stable. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.